Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.00/3.5/068, implantable collamer lens touched the patients eye. The reporter stated "dr said it would not fit, no other staar lens was used." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.